Event description:
Pt was implanted with uss hardware at l5-s1 on (B)(6) 2011 for spondylolisthesis with pars defect. Pt reported pain and returned for f/u visit. The f/u visit revealed non-union and broken hardware. Pt was returned to operating room on (B)(6) 2012. Revision surgery revealed both screws at s1 had broken at the base of the screw head. Surgeon removed the broken at the base of the screw head. Surgeon removed the broken screw heads, both shafts remain implanted. T-plif also migrated posteriorly. Surgeon revised the pt with bone graft at l5-s1 disc space, repositioned the t-plif spacer, and replaced the broken screws with two new screw placed lateral to the broken shafts. This is 2 of 3 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The DHR review found no relevant issues that would result in this product complaint.